Manufacturer narrative:
Evaluation result: the side rails and hydraulic systems performed according to specifications and no damage observed. Result: brake rod.

Event description:
It was reported by service report that the siderail was broken and the foot end of the bed drifts down when it is pumped up. The head and foot end brake/steer pedals broke exposing sharp edges and the brakes are not engaging. No patient involvement or adverse consequences are reported.